Event description:
It was reported that during drilling the passage of the endobutton femoral tunnel the tip of the drill broke, piece got stuck in the cortical, but was removed from the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.